Event description:
It was reported that during a lar procedure, there was bleeding from crossover part of staple line. Amount of bleeding was 600cc. The bleeding occurred after the surgery, then clipping was performed to stop bleeding. A blood transfusion was required. The reason for the bleeding is unk. There were no further consequence to the pt.